Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper molding defect was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode of stopper molding defect. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported before using bd vacutainer® sst¿ blood collection tubes that the shield was damaged. The following information was provided by the initial reporter: the customer reported that the stopper inside the shield was found to be damaged/deformed.